Event description:
It was reported that this right atrial (ra) lead exhibited low threshold measurements 1 day post implant. Technical services (ts) observed many fusion markers that day then, the following day observed loss of capture (loc). Ts discussed continuing to monitor as there was limited diagnostics, the p waves were ok and the impedance measurements were consistent with the implant value. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.